Event description:
It was reported that the patient had no stimulation sensation. It was noted that stimulation was lost one month previous. There was no known accident or incident related to the event. It was indicated that when stimulation was turned up to 10.5v no stimulation was experienced, except for 'very briefly down the leg.' Palpating did not cause the stimulation to change. Additionally, it was reported that all of the bipolar pairs were greater than 4,000 ohms. The following day it was reported that there may have been a 'fracture in the leads at some point.' The patient was not using stimulation. It was also stated that no diagnostics have been performed. No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3998, lot# j0455489v, implanted: (B)(6) 2005, product type lead. (B)(4).